Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and tested the temperature settings at all levels, ran for approximately 2 hours with no signs of "heat setting" decreasing to lower than normal or large fluctuations. Tested both cardioplegia and main patient sides of operation. The reported failure was not reproducible.

Event description:
(B)(4). It was reported that while in use on a patient the unit was heating, then stopped heating and began cooling. The unit was replaced with another unit during patient treatment, with no delay or harm to the patient. (B)(4). "Customer stated that on 01/18/16 unit was found powered down without an ice block and believes it happened after putting it into cleaning mode on (B)(6) 2016." Additional information received on 2016-01-26: the unit was replaced with another unit during patient treatment, no delay or harm to patient. (B)(4).